Event description:
Aptus endoanchors were implanted in the patient for the endovascular treatment of a proximal type I endoleak from another manufacturer's stent graft. The proximal aortic neck was angulated. It was reported that, during the index procedure, four aptus endoanchors had been successfully implanted. The physician attempted to deploy a fifth endoanchor where there was a bend in the aortic neck. The endoanchor was being advanced when the endoanchor broke. The physician pressed the button a second time, after the first stage of deployment, and the endoanchor torqued but the back portion of the endoanchor broke. A portion of the broken endoanchor was left embedded in the aortic wall. The applier was unable to load another endoanchor. A second applier was used and two more endoanchors were implanted. The endoleak did not resolve, but had been slowed down. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.